Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 600 mg/dl. Customer had treated their blood glucose with 20 units of insulin by manual injection. Troubleshooting for the high blood glucose found the customer had excessive thirst as a symptom of high blood glucose. It was also found the customer's settings were correct on their insulin pump. However, the customer's insulin pump failed the high pressure test twice. The customer stated their needle was not bent. Customer was advised their insulin pump was working as designed. The customer was also advised to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.